Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a post-implant chest x-ray showed that this right ventricular (rv) lead was dislodged. A revision procedure was performed and this lead was repositioned. This rv lead remains in service. No additional adverse patient effects were reported.